Event description:
It was reported that pump screen was dark and would not turn on, and pump would not recognize any charging connection despite use of multiple working charging cables, wall adapters, and outlets, with no visible damage to charging port. There was no adverse impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup insulin therapy, and technical support arranged shipment of replacement pump.